Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for generator change out. Fluoroscopy revealed minimal inside out abrasion. No electrical anomalies were noted. The lead remains implanted and in use.